Event description:
The customer had a seizure and their family member used the device to check their blood glucose. Family member obtained a result in the 60's mg/dl. Family member gave customer a glucogon injection and called the emrgency medical technicials. Emt transported customer to the hospital and their glucose was 32 mg/dl per a lab test. Family member was treated with a dextrose IV and released about five hours later. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.